Manufacturer narrative:
Event occurred on an unknown date in 2021. Additional procode: nkb, mnh, kwp, kwq. Complainant part is not expected to be returned for manufacturer review/ investigation. (B)(4). Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the patient underwent surgery with the implants in question on (B)(6) 2020. On an unknown date, one (1) polyaxial screw broke and one (1) polyaxial screw migrated. The first screw broke where the screw head meets the screw shank. The second screw pulled out completely. The patient underwent revision surgery on (B)(6) 2021. The patient and procedure outcome are unknown. This report is for one (1) viper system cortical fix polyaxial screw 5.5 4.35 x 40mm. This is report 2 of 2 for (B)(4).